Manufacturer narrative:
Evaluation: results: excessive force used. Extremely calcified lesion. Evaluation: conclusion: excessive force used. Extremely calcified lesion.

Event description:
A 3.0 mm diameter x 24 mm length driver rx coronary stent delivery system was used for the treatment of a lad lesion. It was reported that the lesion was extremely calcified. The lesion was pre-dilated. It was reported that the shaft of the device broke while the physician was advanced the delivery system into the patient. The physician admitted to using too much force when advancing the device, due to the level of calcium in the vessel. The physician used three driver coronary stent deliver systems to complete the case. The patient is reported to be fine.